Event description:
Hill-rom received a report from the account stating the left intermediate center arm is cracked and not functioning (siderail not latching). The bed was located at the account in the storage room. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to an undetermined object smashed between the center arm and frame. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm to resolve the issue. Based on this information, no further action is required.